Event description:
It was reported that a pump malfunction occurred without any notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and contact support if the issue recurs.